Manufacturer narrative:
(B)(4). The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause may be due to displacement or blind placement of the feeding tube. As per the instructions for use, the warning states that an adverse effect like pneumothorax, intestinal perforation and aspirational pneumonia have been reported during the use of this type of device, therefore due to the extreme caution, this device should only be inserted by a trained clinician. The process to manufacture the device was running according to the defined parameters and specifications. The product met the corresponding quality acceptance criteria. The production personnel were notified about the reported issue. A corrective action is not required at this time. Covidien will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
Tube did go into the patients lung. As a result, pneumothorax occurred. The weighted tip also detached. The guide wire fell apart and the tube fell apart.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made. To date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an enteral feeding tube. The customer states that the probe went into the patients right lung. This was seen in the chest x-ray. When the guidewire was pulled out, the customer noticed that the end had fallen apart and the initial part came out.